Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 29-year-old female patient who had essure (batch no. 871972) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia. Before essure, her menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 1 year 1 month after insertion of essure, the patient experienced vaginal haemorrhage ("vaginal spotting"), abdominal pain upper ("upper abdominal pain") and abdominal pain lower ("cramping"). On (B)(6) 2013, the patient experienced cervicitis ("acute cervicitis") with dysuria and abdominal pain lower. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dental caries ("tooth decay"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), rash ("skin rashes"), alopecia ("hair loss"), weight decreased ("weight loss"), migraine ("migraine headaches"), menorrhagia ("menorrhagia / before essure her menstrual periods were not as heavy nor did they last as long"), vaginal infection ("vaginitis"), loss of personal independence in daily activities ("before essure had no problem with going about her daily life"), vaginal discharge ("vaginal discharge"), vaginal odour ("vaginal foul odor") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic removal of essure devices on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dental caries, dyspareunia, arthralgia, rash, alopecia, weight decreased, migraine, menorrhagia, vaginal infection, loss of personal independence in daily activities, vaginal haemorrhage, abdominal pain upper, abdominal pain lower, vaginal discharge, vaginal odour and fatigue had resolved and the cervicitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, cervicitis, dental caries, dyspareunia, fatigue, loss of personal independence in daily activities, menorrhagia, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour and weight decreased to be related to essure. The reporter commented: her symptomatology developed gradually in the months and years after her essure implant procedure. Her symptomatology continued to worsen and she was seen by medical providers seven times in 2013 for various complaints. Since the removal surgery, her symptomatology has completely resolved. Most recent follow-up information incorporated above includes: on (B)(6) 2018: legal claim was received and the following information was provided: essure lot number ; vaginal discharge, vaginal foul odor were added as event; events outcome updated to resolved; essure was laparoscopic removed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 29-year-old female patient who had essure (batch no. 871972) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia. Before essure, her menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 1 year 1 month after insertion of essure, the patient experienced vaginal haemorrhage ("vaginal spotting"), abdominal pain upper ("upper abdominal pain") and abdominal pain lower ("cramping"). On (B)(6) 2013, the patient experienced cervicitis ("acute cervicitis") with dysuria and abdominal pain lower. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dental caries ("tooth decay"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), rash ("skin rashes"), alopecia ("hair loss"), weight decreased ("weight loss"), migraine ("migraine headaches"), menorrhagia ("menorrhagia / before essure her menstrual periods were not as heavy nor did they last as long"), vaginal infection ("vaginitis"), loss of personal independence in daily activities ("before essure had no problem with going about her daily life"), vaginal discharge ("vaginal discharge"), vaginal odour ("vaginal foul odor") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic removal of essure devices on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dental caries, dyspareunia, arthralgia, rash, alopecia, weight decreased, migraine, menorrhagia, vaginal infection, loss of personal independence in daily activities, vaginal haemorrhage, abdominal pain upper, abdominal pain lower, vaginal discharge, vaginal odour and fatigue had resolved and the cervicitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, cervicitis, dental caries, dyspareunia, fatigue, loss of personal independence in daily activities, menorrhagia, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour and weight decreased to be related to essure. The reporter commented: her symptomatology developed gradually in the months and years after her essure implant procedure. Her symptomatology continued to worsen and she was seen by medical providers seven times in 2013 for various complaints. Since the removal surgery, her symptomatology has completely resolved. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure (batch no. 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia, multiparous, multigravida and nabothian cyst. Before essure, her menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal spotting"), abdominal pain upper ("upper abdominal pain") and abdominal pain lower ("cramping"), 1 year 1 month after insertion of essure. On (B)(6) 2013, the patient experienced cervicitis ("acute cervicitis") with dysuria and abdominal pain lower. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dental caries ("tooth decay"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), rash ("skin rashes"), alopecia ("hair loss"), migraine ("migraine headaches"), heavy menstrual bleeding ("menorrhagia / before essure her menstrual periods were not as heavy nor did they last as long"), vaginal infection ("vaginitis"), loss of personal independence in daily activities ("before essure had no problem with going about her daily life"), vaginal discharge ("vaginal discharge"), vaginal odour ("vaginal foul odor") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic removal of essure devices on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dental caries, dyspareunia, arthralgia, rash, alopecia, weight decreased, migraine, heavy menstrual bleeding, vaginal infection, loss of personal independence in daily activities, vaginal haemorrhage, abdominal pain upper, abdominal pain lower, vaginal discharge, vaginal odour and fatigue had resolved and the cervicitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, cervicitis, dental caries, dyspareunia, fatigue, heavy menstrual bleeding, loss of personal independence in daily activities, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: her symptomatology developed gradually in the months and years after her essure implant procedure. Her symptomatology continued to worsen and she was seen by medical providers seven times in 2013 for various complaints. Since the removal surgery, her symptomatology has completely resolved. Right: 4 coils, left: 4 coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 871972 manufacturing date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure (batch no. 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia, multiparous, multigravida and nabothian cyst. Before essure, her menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal spotting"), abdominal pain upper ("upper abdominal pain") and abdominal pain lower ("cramping"), 1 year 1 month after insertion of essure. On (B)(6) 2013, the patient experienced cervicitis ("acute cervicitis") with dysuria and abdominal pain lower. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dental caries ("tooth decay"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), rash ("skin rashes"), alopecia ("hair loss"), migraine ("migraine headaches"), heavy menstrual bleeding ("menorrhagia / before essure her menstrual periods were not as heavy nor did they last as long"), vaginal infection ("vaginitis"), loss of personal independence in daily activities ("before essure had no problem with going about her daily life"), vaginal discharge ("vaginal discharge"), vaginal odour ("vaginal foul odor") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic removal of essure devices on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dental caries, dyspareunia, arthralgia, rash, alopecia, weight decreased, migraine, heavy menstrual bleeding, vaginal infection, loss of personal independence in daily activities, vaginal haemorrhage, abdominal pain upper, abdominal pain lower, vaginal discharge, vaginal odour and fatigue had resolved and the cervicitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, cervicitis, dental caries, dyspareunia, fatigue, heavy menstrual bleeding, loss of personal independence in daily activities, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour and weight decreased to be related to essure. The reporter commented: her symptomatology developed gradually in the months and years after her essure implant procedure. Her symptomatology continued to worsen and she was seen by medical providers seven times in 2013 for various complaints. Since the removal surgery, her symptomatology has completely resolved. Right: 4 coils, left: 4 coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-jun-2021: mr received. Reporter information, patient middle name, dob, medical history, product indication, rcc added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted under general anesthesia. On (B)(6) 2012, 1 year 1 month after insertion of essure, the patient experienced vaginal haemorrhage ("vaginal spotting"), abdominal pain upper ("upper abdominal pain") and abdominal pain lower ("cramping"). On (B)(6) 2013, the patient experienced cervicitis ("acute cervicitis") with dysuria and abdominal pain lower. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dental caries ("tooth decay"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), rash ("skin rashes"), alopecia ("hair loss"), weight decreased ("weight loss"), migraine ("migraine headaches"), menorrhagia ("menorrhagia / before essure her menstrual periods were not as heavy nor did they last as long"), vaginal infection ("vaginitis") and loss of personal independence in daily activities ("before essure had no problem with going about her daily life"). The patient was treated with surgery (removal of essure devices on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dental caries, dyspareunia, arthralgia, rash, weight decreased, migraine, menorrhagia, vaginal infection, loss of personal independence in daily activities, vaginal haemorrhage, abdominal pain upper, abdominal pain lower and cervicitis outcome was unknown and the alopecia had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, cervicitis, dental caries, dyspareunia, loss of personal independence in daily activities, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: her symptomatology developed gradually in the months and years after her essure implant procedure. Her symptomatology continued to worsen and she was seen by medical providers seven times in 2013 for various complaints. Since the removal surgery, her symptomatology has largely resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.